Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
To mention, this is a mako hip with the 5.0 software. Everything in the case was going smooth until we got to impaction. The doctor manually inserted the cup to the desired position and then connected the robot. Where he thought 40/26 should be, was actually reading 40/50. When we adjusted the version to see the robots view of 26, the cup would have been super retroverted.

Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined because the relevant log files and case session files were not available for inspection. Additionally, there has been no onsite inspection by a field service engineer. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.